Event description:
On (B)(6) 2009, the patient reported that he noticed several months ago that the down button on his insulin device was not working. He stated that for the past 2 weeks the up button is working intermittently. He said there is no visible damage to the buttons and they pop up when pressed. His device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.